Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the catheter was used in a difficult case for treatment of venous sinus occlusion from long standing venous thrombosis. Additionally, the guide catheter had to cross a previously placed thrombosis stent which put a lot of stress on the catheter. It is possible that this may have caused the tip of the guider to catch on the stent and break off. It is likely that the catheter was damaged during use thus limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation. The device is not available to the manufacturer.

Event description:
It was reported that during treatment of venous sinus occlusion from long standing venous thrombosis, the physician was using the guide catheter (subject device) for revascularization with angioplasty stenting. The subject guide catheter had been pushed to cross the previously placed thrombosis stent and the subject guide catheter got stuck into the stent; therefore; the subject guide catheter soft tip had broken off. The tip of the catheter was retrieved into a large sheath using a balloon catheter. There were no adverse consequences reported due to this event. No further information is available now.